Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (>= 10000 ohms). The patient¿s device was not enabled. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history.